Event description:
During an atrial fibrillation procedure, there were contact force issues with the tactiflex se catheter resulting in cancellation of the procedure. At first the issue appeared intermittently, but after a while, contact force information was no longer being provided at all. The equipment was restarted, ethernet and other cables were replaced, the fiber optic ports of the tactisys and catheter were cleaned, the tactisys, amplifier, and display workstation were restarted, and the tactiflex se catheter was replaced with another tactiflex with no resolution. The procedure was then cancelled due to no contact force information.